Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the software was uninstall and reinstall. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion case. It was reported that intra-operatively, the system shutdown unexpectedly. The account was able to power the system back up and proceeded with the case. This issue caused a twenty-minute delay. There was no reported impact to patient impact.